Manufacturer narrative:
It was originally reported that the ventilator did not start and that the leakage occurred. It was clarified by the field service engineer that the ventilator failed internal leakage test with a message 'the difference between inspiratory pressure and expiratory pressure is too high' during pre-use check. Identification of issue has been done by analyzing problem description and service report. The issue was caused by a malfunction of nozzle units. The whole preventive maintenance kit, including the nozzle units, was replaced to resolve the issue. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. The issue was decided to be reported as the faulty nozzle unit may lead to stop of ventilation, low o2 or high pressure. There was no patient involvement. Unfortunately, neither the device's logs nor the defective parts were available for further analyze, therefore the root cause to the reported issue has not been determined.

Event description:
It was reported that the ventilator failed internal leakage test with a message 'the difference between inspiratory pressure and expiratory pressure is too high' during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).